Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported the date of the event and therefore the patient's age at the time of the event incorrectly based on the additional information received from the physician. Date of event, corrected data: the initial report inadvertently reported the date of the event incorrectly based on the additional information received from the physician.

Event description:
A letter was received on (B)(6) 2013 from the treating physician. The patient's sleep apnea was first observed and diagnosed in 2008. The physician is not aware of any pre-vns history of sleep apnea. In assessment to the relation of sleep apnea and vns, the physician believes it is unrelated and not associated with vns stimulation. No causal or contributory programming or medication changes preceded the onset of the sleep apnea. Other than the patient using CPAP, no other interventions have been taken as the patient has responded well to CPAP.

Event description:
Clinic notes dated (B)(6) 2012 indicated that the patient has sleep apnea. The patient is reportedly using a CPAP machine without any problems, and the sleep apnea is being treated successfully. The relationship to vns was not indicated in the notes, and attempts for additional information from the treating physician have been unsuccessful to date.